Event description:
Device malfunction: unk (device# 2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received stated "perclose closure device failed during a left leg angiogram. The 2nd perclose device attempted (same lot number) and it also failed. Manual compression was required to the right femoral artery." No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. Device# 1 - proglide (part# 12673-03; lot# 80046-6h), is being filed under medwatch report # 2953144-2009-01858.